Event description:
Started using the medtronic 630 insulin pump 4 days ago. When medtronic sent all the supplies including the quick-set paradigm tubing but a "quick inserter" was not included in the packaging. When I called to order one I was told that it was on back order and that the tubing could be changed without one. Went to the medtronic website to follow the tutorial for inserting the new tubing without the quick inserter there was no video so I did it manually as I was told I could. After an hour I noticed my blood sugars rising I realized I may have made a mistake so I called the 1-800 medtronic number for support. After being on hold for 1 hour I finally spoke to a tech support person and discovered that the canula was bent and preventing the flow of insulin. We tried three more times to manually insert the new tubing set unsuccessfully to get the insulin flow going. The only support they could give me was to unconnect the pump completely until medtronic was able to send me a quick serter. I have spent the entire day readjusting back to using an insulin pen and chasing down outrageously high blood sugars of more than 450. When I called medtronic back and spoke to another tech person I was informed that the type of tubing I was using required a quick serter. Why wouldn't medtronic include this? Because medtronic didn't include this supply I have to discontinue using a pump that I have only been on for 4 days. Now I'm told that they will send me one as soon as possible. I find it hard to believe that medtronic is a medical supply company.